Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated experiencing muscle spasms since device replacement, noting that this new device was positioned slightly differently compared to the previous device. The patient described the spasms as sharp and occurring during activities of daily living, with no symptoms at rest or during sleep. The patient expressed increased concern, which led to avoidance of leaving home and driving. A recent hospitalization occurred, during which device interrogation was performed; however, no attempts were made to reproduce the reported discomfort. Technical services (ts) indicated that potential device related causes include pocket stimulation and diaphragmatic stimulation. Ts recommended performing thorough device and lead testing while attempting to reproduce the symptoms and referred the patient to the device following physician further evaluation, including consideration of possible nerve or muscle impingement. To date, this crt-d remains in service. No adverse patient effects were reported.